Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited low sensing and low impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.